Manufacturer narrative:
Device analysis is in process, but not yet completed. A supplemental report will be submitted with failure analysis results. (B)(4). Device evaluation is in process.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the peroneal artery. The csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto the wire. The physician attempted to treat the lesion, but was unable to cross through the lesion with the oad. The oad was removed from the patient and the physician noted that the tip had broken off. Orbital atherectomy was aborted and the physician attempted to treat the lesion with laser atherectomy, but was unsuccessful. The patient was then moved to the operating room for a scheduled amputation. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The oad was returned with the guide wire engaged in the device. The initial visual and tactile examination revealed that the guide wire was protruding out of the driveshaft 14.6cm proximal to the driveshaft tip bushing. The guide wire was also fractured 309.4cm distal to the proximal end. The driveshaft filars were indented at the location of the guide wire protrusion. Further examination revealed that the crown and distal tip bushing remained intact. The tip bushing exhibited surface damage and the driveshaft exhibited deformed filars in the tip bushing area. Biological material was observed on the edges of the crown and on the driveshaft tip bushing. The driveshaft did not exhibit any damage that would have contributed to the biological material accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The guide wire was removed distally from the driveshaft with some resistance. Examination of the remaining section of the guide wire revealed two kinks in the shaft 153.9cm and 155.4cm distal to the proximal end. The fractured guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified fatigue striations on the face of the fractured guide wire, as well as grind marks on the shaft of the guide wire. The damaged section of the driveshaft was destructively removed to allow for functional testing. An in-house 0.014" test wire was loaded through the remaining section of the device without issue. When tested, the device spun at low, medium and high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be determined. (B)(4).